Manufacturer narrative:
One smiths medical cadd-prizm® vip ambulatory infusion pump was returned for analysis. The event history log was reviewed and showed no signs of the complaint. The pump was visually inspected and was tested for any signs of function and pressure failure. The complaint was verified. A low current draw from the pump's motor was the root cause of the reported problem.

Event description:
Information was received indicating that the battery to a smiths medical cadd-prizm® vip ambulatory infusion pump was reported to be draining too fast. There were no reported adverse patient effects.